Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the flush port was broken on the 26th day of use for the same patient with a previous inflation port failure. Per follow-up information received from ibc on 20-jun-2022, stated that the previous inflation port failure was reported. Per follow-up information received from ibc on 24-jun-2022, it was stated that the flush port came off from dignishield. The flush port was not broken.

Event description:
It was reported that the flush port was broken on the 26th day of use for the same patient with a previous inflation port failure. Per follow-up information received from ibc on 20jun2022, stated that the previous inflation port failure was reported. Per follow-up information received from ibc on 24jun2022, it was stated that the flush port came off from dignisheild. The flush port was not broken.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Potential root cause for this failure mode could be ¿supplier defect". The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "as with the use of any rectal device, the following adverse events may occur: o excessive leakage of stool around the device o loss of anal sphincter muscle tone which could lead to temporary or permanent anal sphincter dysfunction o pressure necrosis of rectal or anal mucosa o infection o bowel obstruction o perforation of the bowel o rectal bleeding o rectal tear o ulceration of rectal/anal mucosa." Correction: d,f,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.